Event description:
It was reported the globe was broken.

Manufacturer narrative:
Based on the available information, this event is deemed to be reportable malfunction. Per the information received, "starting one month ago", the catheters had to be replaced "because they have been found outside." Additional information has been requested, however no additional information has been provided to date. Should additional information become available, a follow-up report will be submitted. Note: issue occurred on (B)(4) separate cases. A separate 3500a form has been completed for the other (B)(4) cases.